Event description:
Started itching all over body and head. When I scratched it would leave marks all over then they disappeared within 15 min, will also get welts, went to see dermatologist referred me to see allergist. Had patch test done. On (B)(6) 2016 and showed strong positive to nickel. I still have device in me. Will see ob/gyn to see if I can get it removed. Developed dermatitis to metals (nickel). Conceptus.